Event description:
Pen needles do not allow insulin pen will not depress, therefore not allowing pt to inject the correct dose of insulin. If needle does work, it's very difficult to inject and therefore questioning if pt obtained correct dose.